Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) was not able to confirm customer reported event. Fse completed system verification to specification. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The reported treatment could be identified in the logfile. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. Customer shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a suction break after the flap creation began. The laser locked up and would not release. The procedure was not completed. The patient will return for photo refractive keratectomy once the eye has healed.